Manufacturer narrative:
The field service engineer determined the tip of the sample probe was contaminated, thus the level detection was affected, causing a wrong pipetting. The customer was instructed how to clean the probe correctly. An instrument check was performed and was ok. The investigation determined the issue was caused by the dirty sample probe. Medwatch phone number was provided as (B)(6). This event occurred in (B)(6).

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with the elecsys ft4 iii assay on a cobas 8000 e 801 module. No incorrect results were reported outside of the laboratory. The first sample initially resulted with a ft4 value of 0.148 pg/ml, which repeated as 0.835 pg/ml. The second sample initially resulted with a ft4 value of 0.320 pg/ml, which repeated as 2.06 pg/ml. The ft4 reagent lot number was 48319801. The reagent expiration date was requested, but not provided.